Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be re-evaluated as needed.

Event description:
According to the notice received by way of a civil action complaint, the patient was prescribed and implanted with an option vena cava filter on or about (B)(6) 2010 by dr. (B)(6) at (B)(6) hospital in (B)(6). The complaint alleges there was tilt, embedment, and perforation post-implant. There was an unsuccessful retrieval attempt on (B)(6) 2011 by dr. (B)(6) at (B)(6) hospital in (B)(6). The filter remains implanted today. Argon¿s attorneys are attempting to gather additional information.